Event description:
While in hospital receiving treatment for an infected ankle, the pt experienced low blood glucose levels (in the 40's and 50's [mg/dl]). The pt received d50 as treatment for low blood glucose levels.